Event description:
Baxter reported taht a transfer set has been replaced bacause of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed in 2005. No pt injury or medical intervention was associated with this incident with this incident per baxter.